Event description:
It was reported the pump did not last as long as it was supposed to. The pump stopped early. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l71604, implanted: (B)(6) 1999, product type catheter. (B)(4).